Event description:
Customer reported that he was hospitalized. Customer stated that he fell in the water and the infusion fell out and he also lost his insulin pump. Customer was treating with insulin manual injections but did not work and he ended up with high blood glucose in the hospital. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.